Event description:
A customer reported that an ophthalmic surgical console presented with low light in lighting modules. Procedure details and patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in section d.9, h.3, h.6 and h.10. The company representative confirmed and replicated the reported event. To address each issue the company representative replaced illuminator module power supply and the banana connection plugs. The company representative performed the tightening of the lamp connection terminals and cleaning of the lens. The system was then tested and found to meet product specifications. Because the company representative replaced multiple components to address the reported event, the specific component that contributed to the event remains inconclusive. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to internal component failure. However, the specific component (illuminator module power supply, banana connection plugs, and lamp) that contributed to the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).